Event description:
Routine complaint confirms a false low blood glucose reading compared to laboratory blood glucose results. Analysis indicates that this malfunction, were it to recur for certain pts, under certain conditions, could result in serious adverse clinical effects to the user of the system.